Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously elevated troponin (accutni) results above the ami cut off for one (1) patient. The results were generated by an access 2 immunoassay analyzer, used in conjunction with access accutni reagent (lot 110410) and access accutni calibrators (lot 018863). The patient is a young female whose samples from multiple draws over multiple days all produced elevated accutni results above the ami cutoff. The patient did have slight chest pain but the customer questioned the elevated results and did not believe they matched the clinical picture of the patient. The elevated accutni results were not reported out of the lab. Repeat analysis of the patient samples on a different method produced "normal" troponin results that fit the clinical picture of the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Per the customer, qc was performing within the customer's established limits on the date of event. The customer did not provide system check data. Service was not dispatched for this event; the customer was satisfied in determining that the erroneously elevated results may have been caused by a patient sample interferant. The customer did not send any patient samples in for bec customer product line support interference confirmation testing. A definitive root cause for this event could not be determined for this event.